Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. The device's battery longevity previously showed fifteen years remaining; however, recently a decrease was observed, which was showing two and a half years remaining. The power usage is at 319%. A copy of device memory was saved and submitted to boston scientific technical services. Engineering review of device data confirmed that the power consumption is increasing in a gradual fashion. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) status within 90 days. Due to this anomaly, a technical services consultant recommended to either replace the device, or to have the battery status reevaluated in 90 days time. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. The device's battery longevity previously showed fifteen years remaining; however, recently a decrease was observed, which was showing two and a half years remaining. The power usage is at 319%. A copy of device memory was saved and submitted to boston scientific technical services. Engineering review of device data confirmed that the power consumption is increasing in a gradual fashion. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) status within 90 days. Due to this anomaly, a technical services consultant recommended to either replace the device, or to have the battery status reevaluated in 90 days time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.